Event description:
It was reported that while the patient was in the hospital it was noted that there were runs of ventricular tachycardia (vt) on the patient's monitor. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed far field r-wave (ffrw) oversensing on the patient's right atrial (ra) lead that appeared to contribute to an at/af (atrial tachycardia/atrial fibrillation) episode treated with atrial pacing therapy which terminated the episode. No changes were made and the ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.